Event description:
It was reported that during implant the catheter could not be front loaded with the guidewire. Another catheter was used without problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.